Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff pressure decreased after 7 days of intubation. Even though the air was injected, it came out immediately. It was found that bubbles came out from the upper part of the cuff. The patient required replacement of the device.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one sample was received for evaluation. The reported condition was confirmed. The device history record (DHR) was reviewed and no di screpancies were found. Manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found: an inflation and deflation test is performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. The instructions for use (IFU) states: do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.